Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a loss of suction. The device was being used to suction adipose tissue during an unspecified surgical liposuction procedure. After an unspecified length of time, the customer contact reported that the device was not holding an air tight seal and the liner collapsed under suction. It was reported that the bottom of the canister cracked, pressure suddenly dropped and "fat went directly to the filters recurrent." Reportedly, "the event involved extension of operation duration." No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the device was replaced and the name and address of the reprocessor of the device.